Event description:
As reported, approximately 5 years and 6 months post the initial right total knee arthroplasty, the patient presented with pain and instability and was revised. The surgeon removed the femur and tibia insert size 5/9mm. The patient was revised to a size 5 condylar constrained femur 20x120 stem and size 5/13mm constrained insert. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t sn: (B)(6), 200-02-38 - three peg patella 38mm sn: (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm sn: (B)(6), 204-70-00 - tibial stem ext. Screw sn: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.